Event description:
A left superficial femoral (sfa) chronic total occlusion (cto) was pre-dilated with a 4.0 x 100 mm angiosculpt device was advanced over the spider guide wire and inflated multiple times within the rated burst pressure and inflated one time at 16 atm. After treatment, the physician attempted to remove the angiosculpt device but it got stuck on the guide wire. The spider embolic protection device was unable to be retrieved prior to removal since the angiosculpt device got stuck on the guide wire. The deployed spider embolic protection device with guide wire and the angiosculpt device were removed as one unit without requiring removal of the sheath. The physician used a lot of force to remove the devices. The lesion was then rewired and the pre-planned idev stents were placed without pt injury. The hospital declined request to release the cath lab report and angiogram of the case.

Manufacturer narrative:
The physician had to rewire the lesion for the pre-planned idev stent placement. This resulted in prolongation of the case. No clinical injury was reported by the physician. The angiosculpt device was returned for eval. Visual examination confirmed the balloon fold was inverted proximal to the distal tip. The distal bond overflow was slightly lifted but no portion separated from the device. During functional testing, a lab 0.014" guide wire was inserted through the distal end, but lots of resistance was felt at the luer and was unable to pass. The guide wire was removed and re-inserted through the luer with no resistance. The balloon was then inflated to 8 atm and an uneven scoring element was observed. It is possible that the exertion of force applied by the user could have caused the lifting of the distal bond overflow. According to the instructions of the distal bond overflow. According to the instructions for use (IFU) for angiosculpt pta scoring balloon catheter, retained device components is listed as a possible adverse effect of the procedure.